Manufacturer narrative:
Customer provided additional information: product was discarded. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit message. During preliminary assessment, it was determined that the iabp was functioning properly and the leak may have been coming from the iab. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-03022.